Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump screen was broken and that there was water in it. The patient could no longer use the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Device failed leak test, unit leak at a crack on back of the case. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with minor scratched display window and case. No physical damage (broken) lcd or display window was noted.